Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experience ongoing elevated blood glucose levels (350-480 mg/dl), and small amounts of ketones. Contact stated they believe elevated blood glucose levels are due to not treating their blood glucose levels adequately. Reportedly, the customer does not account for all the food consumed. Boluses were delivered to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.